Manufacturer narrative:
The complaint device was reported to have been discarded and is therefore not available to be returned to the manufacturer for evaluation.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to have been discarded and is therefore not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: twelve companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned to the manufacturer for evaluation. Gross visual examination of the companion samples did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable irregularities. Visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The returned companion samples were forwarded to the quality systems dialyzer laboratory for further visual inspection and bubble point testing. The 12 companion samples passed visual inspection and no leaks were observed during bubble point testing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) noted on the reported lot regarding exceeding 4% bubble point scrap rate on dialyzer line 7. Proper functioning of the bubble point test system was verified at regular intervals. Additional samples were requested and tested for each lot number. All samples passed testing and all lot numbers met specification for release. The lot was confirmed to have met release specification. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review, it was noted there were a total of six reported complaints against the lot (including the current complaint). Five complaints address reports of unconfirmed internal blood leaks with no samples provided and one address a report of an unconfirmed external blood leak with no sample provided. An sap search was performed to identify the number of unique customers who received product from the reported lot. The search revealed that 18hu07005 (lot size of 29,100) was distributed to 104 unique customers. The six complaints were noted as being received from four of the 104 different customers. The nc/CAPA decision tree was completed and the trigger limit for this specific lot number has not been exceeded at this time. However, (B)(4) was opened to address internal leaks on dialyzer line 7. A review of the production record was performed. There was one nonconformance (B)(4); lot exceeding 4% bubble point scrap rate) noted on the lot (see product history review section below). The lot was confirmed to have met release specification. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.